Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000075577.

Event description:
It was reported one of patient's leads had high impedances. Investigation was unable to determine which lead attributed to the issue. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.